Manufacturer narrative:
No materials were sent back by the customer. Blood samples from two different concentrations were measured 10 times for each concentration on cobas pulse reference instruments using the retention cobas pulse glu test strips from the lot 844228. In addition, the blood samples were tested in the reference laboratory. No abnormalities were found during investigation of the retention material. The investigation did not identify a product issue. Medwatch field h3 has been updated.

Event description:
The initial reporter stated they received a discrepant glucose result for one patient tested with cobas glu test strips on cobas pulse instrument serial number (B)(6). At 11:31, a sample from the patient was tested using the cobas pulse instrument, resulting in a glucose value of < 0.6 mmol/l. At 11:40, a sample from the patient was tested using an accu-chek inform ii meter, resulting in a glucose value of 8.4 mmol/l.

Manufacturer narrative:
The test strips were requested for investigation. They have not been received at this time. The investigation is ongoing.